Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 3 large volume pump (lvp) display boards were returned unexpectedly. There was no reported patient involvement.

Event description:
It was reported that 3 large volume pump display boards were returned unexpectedly for dim segment. There was no reported patient involvement.

Manufacturer narrative:
The reported issue that 3 large volume pump display boards were returned unexpectedly for dim segment was confirmed on one of the returned display board assemblies. Testing: the returned display boards were tested using a test fixture attached to a cad pcu. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified all the returned 3 lvp display board assemblies had dim segments. Manufacturing issue. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. Only an lvp display board assembly was provided for investigation.